Event description:
The lay user/patient contacted lifescan in 2007 alleging that her one touch ultra meter prompting the error 3 message. The patient indicated that the issue first occurred on one day earlier at 10:30 am. The patient took an increased dose of insulin as a result of the reported issue. The patient indicated administering 30 units of lantus and 14 units of novolog. Following this action, the patient developed sweatiness and shakiness. The patient claimed that she developed symptom of sweating following the onset of the reported issue. The patient tested on another unk device; however,the patient was unable to recall the result. The customer care advocate discovered that the patient was using incorrect testing technique. The cca walked the patient through a retest and the issue was resolved. Replacement products were sent. This complaint is being reported due to the following conclusion: following the onset of the reported issue, the patient alleged developing symptoms suggestive of hypoglycemia as a result of administering an increased dose of insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.